Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided, the patient experienced adhesions and obstruction. Adhesions are a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2014 - the patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. The patient underwent a posterior sacrocolpopexy with implant of a bard flat mesh and a pubovaginal sling using a non-bard davol mesh urethral sling. On (B)(6)2015 - the patient was diagnosed with a small bowel obstruction. The patient underwent an exploratory laparotomy, lysis of adhesions and segmental small bowel resection with primary anastomosis. Per operative details "a segment of small bowel that was densely adhered to the area of the mesh (davol flat) in the sacral promontory from her previous vaginal suspension. Sharp dissection was carried out to free this loop up to constriction of ascending colon. Dissecting the densely adhered loop of small bowel down from the pelvis resulted in an enterotomy. Rather than repair this, we resected a short segment of small bowel." On (B)(6) 2016 - the patient was diagnosed with sigmoid colon obstruction and intraperitoneal foreign body mesh. The patient underwent a sigmoid colon resection and removal of the bard flat mesh from the pelvis. Based on the operative details "there was a dense cicatrix (scar) of the mersilene gauze (davol flat) at the sacral promontory which formed a 5-7cm oblique mass involving the cecum, terminal ileum and sigmoid colon. All of this was in 1 large dense cicatrix (scar) causing sigmoid colon obstruction." On (B)(6) 2017 - the patient had a colonoscopy performed due to complaints of chronic constipation. Per the report provided, there was no obstruction found and the patient was recommended to review bowel regimen and to be sure no medications were causing complaints of chronic constipation.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided, the patient experienced adhesions, infection and obstruction. Adhesions are a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The supplemental information provided alleges additional general patient outcomes of "bodily injuries resulted from the implant of the pelvic mesh product of bowel perforation, peritonitis/sepsis, infection, painful intercourse"; however the sample was not returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 01/08/2018, the following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2014 - the patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. The patient underwent a posterior sacrocolpopexy with implant of a bard flat mesh and a pubovaginal sling using a non-bard davol mesh urethral sling. (B)(6) 2015 - the patient was diagnosed with a small bowel obstruction. The patient underwent an exploratory laparotomy, lysis of adhesions and segmental small bowel resection with primary anastomosis. Per operative details "a segment of small bowel that was densely adhered to the area of the mesh (davol flat) in the sacral promontory from her previous vaginal suspension. Sharp dissection was carried out to free this loop up to constriction of ascending colon. Dissecting the densely adhered loop of small bowel down from the pelvis resulted in an enterotomy. Rather than repair this, we resected a short segment of small bowel." (B)(6) 2016 - the patient was diagnosed with sigmoid colon obstruction and intraperitoneal foreign body mesh. The patient underwent a sigmoid colon resection and removal of the bard flat mesh from the pelvis. Based on the operative details "there was a dense cicatrix (scar) of the mersilene gauze (davol flat) at the sacral promontory which formed a 5-7cm oblique mass involving the cecum, terminal ileum and sigmoid colon. All of this was in 1 large dense cicatrix (scar) causing sigmoid colon obstruction." (B)(6) 2017 - the patient had a colonoscopy performed due to complaints of chronic constipation. Per the report provided, there was no obstruction found and the patient was recommended to review bowel regimen and to be sure no medications were causing complaints of chronic constipation. Addendum based on additional information provided by patients attorney which added general patient outcome allegations: ni/ni/2014 - alleged bodily injuries resulted from the implant of the pelvic mesh product of infection, painful intercourse, bowel perforation and peritonitis/sepsis. Ni/ni/2015 - the patient was allegedly treated for obstruction. Ni/ni/2016 - the patient was allegedly treated for pain, infection, painful intercourse, bowel problems, perforation, recurrence, and migration. Ni/ni/2017 - the patient was allegedly treated for obstrucion.